Event description:
The nurse reported a corneal burn. The surgeon stated the tip overheated and burned the cornea. The nurse requested the system be checked out. The surgeon declined to release more information on the event.

Manufacturer narrative:
The company service representative examined the system and no problems were found. Preventive maintenance was performed. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/23/2009.